Event description:
It was reported that the insulin pump alarmed no delivery multiple times. The customer's blood glucose was 227 mg/dl. Troubleshooting was performed and insulin did not exit the tubing. The customer stated that they smelled insulin from the reservoir compartment. While checking for moisture damage due to alleged reservoir leak, the insulin pump alarmed failed battery test. Troubleshooting was performed and the customer stated that the screen of the insulin pump was blank. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip and minor scratches on display window. The device was monitored and all the operating currents tested within specification range. No failed battery test alarms noted. The unit passed the prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.